Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4)

Event description:
It was reported that the burr became stuck on the lesion. The target lesion was located in the circumflex artery. A 1.50 mm rotalink¿ plus was selected for use. During procedure, it was noted that the burr became stuck in the circumflex artery. The burr was retrieved by inserting the guideliner and pulling. The procedure was completed by ballooning and stenting the artery. No patient complications were reported and the patient was fine.